Event description:
It was reported that a patient had a left tha 2 years ago and a right tha with a ssf stem and an tritanium cup (B)(6) 2013. The patient had revision surgery to replace the right side tritanium cup because the clear zone of both side in x-ray was increased and the pain on the right side was stronger than the left side. No new bone formation at the cup was confirmed, and three screw were not loose and fixation was good. The stem was not replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a lack of bone ongrowth involving a primary tritanium hemi cluster hole cup 44mm was reported. The event was confirmed. A visual inspection noted no bony ongrowth on the proximal portion of the shell. A review of the provided medical records by a clinical consultant indicated, ¿this pi case is not device-related but has its root cause of failure in procedure-related factors regarding optimal component choice and position plus adequate removal of excessive bone.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot.

Event description:
It was reported that a patient had a left tha 2 years ago and a right tha with a ssf stem and an tritanium cup (B)(6) 2013. The patient had revision surgery to replace the right side tritanium cup because the clear zone of both side in x-ray was increased and the pain on the right side was stronger than the left side. No new bone formation at the cup was confirmed, and three screw were not loose and fixation was good. The stem was not replaced.